Manufacturer narrative:
The lead in question was capped, not explanted. The lead was in use for treatment for approximately 6 years, 4 months prior to being capped. There was no specific failure of the lead reported by the customer. As the lead was capped, it was not returned for analysis. As a result, any allegations against this lead or cause for the capping cannot be confirmed. The device history records were reviewed to confirm that the devices passed all applicable in process and final inspections before shipping to the customer. A complaint review of the reported lot found no additional reports involving this lot number. These possible complications are listed in the physician's manual: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Adverse effects: lead related problems include, but are not limited to fracture, periodic or continued loss of sensing and/or pacing. Also listed are the following precautions: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Based on the investigation, a CAPA is not required. No subsequent device or clinical adverse events have been reported. This lead is no longer manufactured by oscor. Oscor will continue to monitor this device for complaint trends. The event will be re-evaluated if additional information becomes available. .

Event description:
It was reported that the right ventricular lead, model elapassp758, serial (B)(4), was capped on (B)(6) 2017. Additional information obtained only indicated that the patient's "pacemaker was upgraded to an aicd".